Event description:
It was reported that the customer could not see drops after filling (B)(4) units of insulin, then realized an old cartridge had been inserted instead of a new one; after completing fill tubing, rewinding, inserting a new cartridge, performing fill tubing, and placing a new site, insulin delivery was confirmed to resume, with a reported blood glucose of 194 mg/dl. Symptoms included hyperglycemia. Outcomes included no reported health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.